Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to encoder signal out of phase. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed or the check settings alarm verified due to motor error alarms. The device also had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. Blood glucose value was 254 mg/dl. The customer stated that the device was not exposed to an MRI. The customer does not use the sensor feature and was able to rewind. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.